Event description:
It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman closure device & delivery system (wds) were selected for use. After the wds was deployed, the patient became hypotensive. It was noted via imaging that there was a perforation of the right femoral artery. Medication was administered to stabilize the patient's blood pressure and the physician placed a stent to repair the perforation. There were no further patient complications reported.